Event description:
Clinical study. It was reported that 1404 days after a coronary artery stenting procedure, the patient experienced angina. The lesion being treated in the index procedure was a 2.5mm, 67% stenosed, 18mm long portion of the distal circumflex (dist cx). The physician treated the lesion with pre-dilatation, and successful placement of a 2.5 x 32mm taxus liberte study stent with 18% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. At 1404 days after the index procedure, the patient experienced angina and was hospitalized. Two days later, the event was resolved with no residual effects and the patient was discharged. Additional information regarding treatment to resolve has been requested, but has not been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.